Event description:
It was reported to philips the device could not switch between the battery and the charger. There was no patient involvement.

Event description:
It was reported to philips the device could not switch between the battery and the charger. There was no patient involvement.